Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of the peek implant due to soft tissue breakdown. Original implantation date was unknown. The implant was completely fine and still intact. The device was removed; the soft tissue breakdown was dealt with and the device was implanted again. It was unknown if there was surgical delay. Procedure outcome and patient status is unknown. This report is for a peek implant. This is report 1 of 1 for (B)(4).